Event description:
On dec 08 1998, a rheumatologist called to report that a 77 year old male had been hospitalized "seven to ten" days after receiving his fifth set of hyalgan (sodium hyaluronate) injections for osteoarthritis. At the time of injection, the pt had also rec'd lidocaine in a separate syringe. The pt currently is on a ventilator, as the result of respiratory failure and a fulminant infiltrative process. Chest x-rays are suggestive of a hypersensitivity pneumonitis. A consultant had suggested the possibility of a drug reaction, and this call was placed in an effort to rule out that possibility. The reporter stated, in fact, that he was not convinced that the reaction was related to the use of hyalgan. He denied that the pt had a rash or a history of allergies. In addition to osteoarthritis, the pt's only history was of coronary artery disease, and in fact the pt did have an myocardial infarct in 1993. The pt's creatinine phosphokinase was noted to be elevated during this hospitalization, and it is also felt that he has had a slight myocardial infarct at this time. Corrective treatment: ventilator.